Manufacturer narrative:
(B)(4). Batch # unk. Date of event unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open?.

Event description:
It was reported that during an unknown procedure, when the device was closed to enter the trocar the linear cutter would not open. There were no patient consequences reported. One device is available for return.